Event description:
The MFR received info alleging a ventilator would not run on its internal battery. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the device would not power on when using internal battery. The positive lead of the fuse was found to be disconnected. Other components were replaced on the device consistent when the device being dropped. The positive lead was reconnected to address this issue.